Manufacturer narrative:
Device evaluation: the samples returned, it consisted of nine (9) products. The complainant returned units were visually inspected under normal conditions of illumination according to the procedure. No obstructions, damaged or broken, or other defects were detected in none of the joins of the product. Sample no. 2 and no.3 have returned with liquid inside the fluid path that is medication. Functional test was performed and it was found no discrepancies were detected, sample was fully priming and connected without difficulty, the pump was set running, liquid flow through the whole device without interruptions, no alarms were activated, thus, the failure mode reported is not confirmed. Root cause cannot be determined since complaint was not confirmed.

Event description:
It was reported when changing medication bag air was noted in the line above the air filter. . There was no serious harm reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.